Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold valve assembly for the 4 way valve was stuck. Additional malfunctions include the tie wraps were leaking, and the clamps were leaking.